Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd plastipak¿ syringe with luer-slip tip was found deformed prior to use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: the available photo sample was analyzed and it was possible to observe the tip damaged defect. The possible cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip. DHR review: batch history analysis was performed, quality notifications and maintenance records were verified where no records were found that were potentially related to failure. It was verified the batch record and the manufacturing date for this batch was january 04th to 05th, 2018. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection at assembly process each 2 hours at 36 parts and visual inspection at packaging process each 2 hours at 1 cycle. No quality notification (qn) related to defect were observed. No maintenance records related to defect were observed. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip. As internal action for product quality improvement, this defect will be addressed at a plant wide process analysis meeting. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.